Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface ( gui) printed circuit board ( pcb). Covidien field service engineer (fse) was only authorized to install the latest software on the device. The ventilator passed all testing.

Event description:
Customer reported stating the ventilator display screen was defective. Patient involvement is unknown.